Event description:
The patient underwent the successful balloon assisted coil embolization of a left paraclinoid/ ophthalmic artery aneurysm. At a routine follow-up appointment, angiography revealed an aneurysm remnant into which additional coils would fit. The physician proceeded to place ten coils and a non boston scientific stent to treat the remnant. There was no clinical consequence to the patient reported.

Manufacturer narrative:
The upn and batch numbers were not disclosed. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.